Event description:
Litigation papers allege patient experienced significant pain and instability from the asr xl acetabular system in his right hip. If is further alleged, in or around (B)(6) 2010, patients physician recommended that patient undergo revision surgery to replace the asr xl acetabular system in patients right hip. **update** (B)(6) 2011 - medical records were received. Notes included in the records indicate the patient had elevated chromium levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.